Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 101 (night drain #1) alarm. The patient was connected at the time of the alarm. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The technical service representative reviewed the programming and therapy readings with the patient. The initial drain alarm was set to 0ml and the last fill volume was set to 1000ml. The tsr advised the patient to review the program with the nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.